Manufacturer narrative:
The t:slim g4 pump user guide indicates that the cartridge needs to be filled with at least 95 units to ensure there is sufficient insulin available for delivery. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer receive a valid minimum fill message after loading a cartridge with 80 units of insulin. Reportedly, the customer's blood glucose level was 300 mg/dl, and was addressed with a correction bolus. Reportedly, the customer loaded a new cartridge successfully and resumed insulin delivery.